Event description:
The physician reports performing cataract surgery with attempted implantation of the li61se intraocular lens in the right eye using the ez-28 delivery device. After the lens was inserted into the eye, the surgeon observed that the lens was torn. Intervention was performed in order to enlarge the incision and remove and replace the damaged iol. A second li61se intraocular lens was implanted successfully. Reference: MDR #1119279-2010-00048.